Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the common bile duct (cbd) during a cholangiography procedure performed on (B)(6) 2021. During the procedure, the physician placed the spyscope ds ii in front of the stone in the cbd. They noticed a flicker at the bottom of the screen and the image was lost nearly 10 minutes into the procedure. The spyscope ds ii was unplugged and reconnected back into the controller; however, the problem was not resolved. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the common bile duct (cbd) during a cholangiography procedure performed on march 04, 2021. During the procedure, the physician placed the spyscope ds ii in front of the stone in the cbd. They noticed a flicker at the bottom of the screen and the image was lost nearly 10 minutes into the procedure. The spyscope ds ii was unplugged and reconnected back into the controller; however, the problem was not resolved. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): medical device problem code a27 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that the device indicated signs of use in the form of elevator marks on the shaft of the catheter. Witness marks on the umbilicus indicated that the spyscope ds ii was plugged into a controller for use. The length of the catheter and umbilicus was inspected; no damage was identified. X-ray imaging of the distal end showed no problems with the redistribution layer (rdl), thru-silicon vias (tsvs), or camera wire. X-ray imaging of the handle showed no problems with the printed circuit board assembly (pcba). An image test was performed. The device was plugged into the controller and a clear, live image was displayed. The device was fully articulated and the tip was manually manipulated in all directions; no degradation of the image was observed. The handle was opened and the components within were visually inspected. No internal damage was detected. It was noted that procedural residue was present on the device components in the breakout region, indicating that procedural fluids had flowed back up the optics lumen into the handle during use. To test for this, saline was flushed through the irrigation tubing with a syringe, and the catheter tip and working port were blocked to induce backflow into the optics lumen. Image quality became poor, with flickers of purple lines on the screen, and was lost after saline was introduced into the optics lumen. The reported complaint was confirmed. During product analysis, it was noted that procedural residue remained at the top of the optics lumen in the breakout. The optics lumen was filled with saline and the image was lost. Therefore, cause traced to device design is the most probable cause selected for the complaint. An investigation to address this problem is in progress. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaints exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.